Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter were pe (pulmonary embolism), dvt (deep vein thrombosis) and right pleural effusion. History includes of hypertrophic obstructive cardiomyopathy with alcohol ablation and ppm (permanent pacemaker implantation), valvular insufficiencies, deep vein thrombosis (dvt) with previous pw and non-compliance to medication regimen, transient ischemic attack (tias), bells¿ palsy, esophageal reflux with nissin repair, degenerative joint disease, depressive disorder and hypertension. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter malfunctioned including ivc and aortic perforation. Approximately ten years and five months post implant, a CT scan revealed the filter was present with the tip superior to the left renal vein. Incidental findings include right lung nodule, left renal stone and hiatal hernia. Per the patient profile form (ppf), the patient experienced ivc and organ perforation as well as fear related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of hypertrophic obstructive cardiomyopathy with alcohol ablation and ppm (permanent pacemaker implantation), valvular insufficiencies, deep vein thrombosis (dvt) with previous pw and non-compliance to medication regimen, transient ischemic attack (tias), bells¿ palsy, esophageal reflux with nissin repair, degenerative joint disease, depressive disorder and hypertension. The patient was admitted to the hospital for pe (pulmonary embolism), dvt (deep vein thrombosis) and right pleural effusion. Approximately four days later a venocavogram scan was used to locate the renal veins and assess the caliber of the inferior vena cava (ivc). The filter was successfully deployed into the infrarenal area. There were no reports of complications. Approximately ten years and five months after the index procedure an abdominal computed tomography (CT) scan revealed the filter was present with the tip superior to the left renal vein. Incidental findings include right lung nodule, left renal stone and hiatal hernia.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation of filter strut(s) into organs. The patient became aware of the reported events approximately ten years and five months after the index procedure. The patient also experienced fear related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter through the inferior vena cava into the aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter through the inferior vena cava into the aorta.